Event description:
The surgeon reported he inserted a cc4204a collamer aspheric single piece lens. The surgeon loaded the lens himself, noted the cartridge did not snap correctly when he folded the lens inside the cartridge and that is when the error occurred. The lens was torn in half as he attempted to inject it into the pt's right eye. The surgeon had a suspicion that the loading did not occur properly, so he did not force the lens into the capsule bag, just the iris, which made it readily removable and replaced. The surgeon used forceps to pull out/remove the lens from the pt's eye. There was no pt injury. Backup lens, another same model and size lens was implanted. The surgeon stated the lens got caught on the plunger due to improper loading.

Manufacturer narrative:
(B)(4). Lens work order search. Visual inspection of the returned product found lens is torn in two pieces, lengthwise. Half of lens returned in plastic container with liquid. The other half of lens is stuck inside cartridge. There is no visible damage to the cartridge. A lens work order search was performed and no similar complaint was found within the same work order. Based on the complaint history, work order search and the eval of the returned product, it was determined that the root cause of this event was due to technical error. (B)(4).